Event description:
It was reported via repair work order that the cot cannot be locked into the fastener because the retaining post is damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.